Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye, the ftp indigo foam tip plunger over rode the lens causing the trailing haptic to tear off. The lens was removed and another lens was inserted. No patient injury. Patient is doing quite well with excellent acuity. The cause of the lens trailing haptic tearing off was due to the ftp indigo foam tip plunger overridging the lens.